Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant. During the procedure, the basket was used in attempt to crush the stone, however, the stone was unable to be crushed. An alliance handle was then used in conjunction with the trapezoid rx basket to crush a stone. However, the thumb ring broke, and the tip of the basked did not detach. The physician injected saline solution to remove the stone from the basket. Once the stone was released, the handle cannula was moved to align with the thumb ring in order actuate the handle, close the basket and remove the basket from the patient. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.